Event description:
A patient reported left side events of ¿swelling and redness in the breasts, with the left breast being the most severe¿, ¿appearance of lesions in both breasts, the left one being the most severe¿, ¿appearance of secretion and leakage of fluid in the left breast¿, ¿skin lesions in both breasts¿, ¿bust with a disproportionate appearance (due to the swelling of the left breast being larger)¿, ¿severe daily pain in both breasts and discomfort in sleeping and wearing a bra¿, ¿strong pains¿, ¿discovered about recall was terrified and very afraid of the disease¿, ¿psychological disorder¿, ¿trauma¿, ¿shame of own body¿, ¿shyness¿, ¿shame of breasts and the sadness of looking in the mirror, which causes anguish and sadness very much¿, and ¿presence of small amount of fluid around the implants". Device remains implanted. The following events are not device related: inflammation/irritation, lump/nodule - ndr, depression, varied injuries - ndr, anxiety - product/procedure, unsatisfactory result, skin rash/dermatitis.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.